Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a routine clinic visit logfiles were reviewed and revealed a motor start event with parameters outside of the typical range. It was also reported that the patient controller was prophylactically exchanged. The ventricular assist device (vad) remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental is being submitted for additional information. Updated fields: a1 pt identifier was updated to cg investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental is being submitted for additional information. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the vad was exchanged due to concern for the vad not restarting.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation and investigation completion. Product event summary: the ventricular assist device (vad) (B)(6) and the driveline boot cover (lot no. R020408) were returned for evaluation. No device malfunction was reported against the returned devices; therefore, the purpose of this analysis is solely to evaluate the device conformance to internal release requirements and/or to identify anomalies potentially introduced during use that may have prevented the devices from performing as intended. A review of the pump's device history record was not performed as the analysis is not related to a manufacturing or servicing issue. A review of the driveline boot cover's inspection documentation confirmed that the associated device met all requirements for release. There was no evidence that the driveline boot cover had previously been serviced. Failure analysis of the returned pump revealed that the device passed functional testing, dimensional verification and visual inspection; there were no anomalies that could compromise the performance of the pump. Internal pathological report revealed no evidence of thrombus within the device. Review of the available controller log files and motor start report revealed one (1) motor start event recorded on (B)(6) 2024 at 08:18:23 in which a motor start parameter was atypical. As a result, the atypical motor start parameters finding was confirmed. Of note, the vad was exchanged due to concern for the vad not restarting. In addition, log files revealed one (1) low flow alarm was logged on (B)(6) 2025. The observed low flow alarm is an additional finding not related to the reported event. Failure analysis of the returned driveline boot cover revealed that the device passed functional testing. Dimensional verification revealed that the driveline cover¿s dimension b did not pass the go-gage pin gages, indicating that the driveline cover was shrunken. Additionally, visual inspection revealed discoloration around the edges of the driveline cover and foreign material within the driveline cover. Based on historical review of similar events and the investigation conducted, a possible root cause of the observed shrunken driveline boot cover can be attributed, but not limited, to leaching of the plasticizer from the material and/or degradation of the material, resulting in hardening and shrinkage. CAPA pr00536773 is further investigating this issue. The most likely root cause of the observed foreign material within the driveline cover can be attributed to the handling of the device. Based on risk documentation, the most likely root cause of atypical motor start parameters may be attributed, but not limited, to outer shroud contact that creates more friction at the housing to impeller interface during pump startup. Based on the available information, the device may have caused or contributed to the reported event. Based on the risk documentation, possible causes of the observed low flow finding may be attributed to multiple factors including, but not limited to thrombus at the inflow canula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications, and the patient's complex post-operative course. There are possible patient, pharmacological, and procedural factors that may have contributed to this event. Additional products: d1: heartware ventricular assist system - driveline cover d4: model #: 1175 / catalog #: 1175 / expiration date: / lot #: r020408 d9: yes, return date: 12-jun-2025 h3: yes h4: mfg date: h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that a driveline cover was returned to the manufacturer. Manufacturer's analysis subsequently revealed that the driveline cover was shrunken, had discoloration around the edges of the driveline cover, and foreign material within the driveline cover.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the ventricular assist device (vad) (B)(6) was not returned for evaluation. A review of the manufacturing documentation was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. No performance allegations were made against the device; therefore, the purpose of this investigation is solely to address the finding identified during analysis of the controller log files. Review of the available controller log files and motor start report revealed one (1) motor start event recorded on 13/mar/2024 at 08:18:23 in which a motor start parameter was atypical. As a result, the finding was confirmed. Based on a historical review of similar events, the most likely root cause of atypical motor start parameters may be attributed, but not limited, to outer shroud contact that creates more friction at the housing to impeller interface during pump startup. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.